Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. The physician reports the lead blocked the femoral vein and an ablation was done to remove the lead. Explant method: intravascular, femoral. Technique/tools: home made lasso. Complications listed above.